Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta), the 155 cm. Saber 2 mm. X 25 cm. Balloon catheter (bc) ruptured within its rated burst pressure (rbp). The product was successfully removed from the patient and was replaced with another bc to complete the procedure successfully. There was no reported patient injury. The target lesion was below-the-knee (btk). The lesion was reported to be: calcified. An ipsilateral approach was made. The product was discarded and will not be returned for inspection. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The type/brand of indeflator was not reported but the same indeflator was used successfully with other devices. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no reported resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was unknown or no additional information provided. No additional information is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 155 cm. Saber 2x250mm balloon catheter (bc) ruptured within its rated burst pressure (rbp). The product was successfully removed from the patient and was replaced with another bc to complete the procedure successfully. There was no reported patient injury. The target lesion was below-the-knee (btk). The lesion was reported to be calcified. An ipsilateral approach was made. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The type/brand of indeflator was not reported but the same indeflator was used successfully with other devices. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no reported resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was unknown or no additional information provided. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17597312 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.